Event description:
It was reported that the patient with this right ventricular (rv) lead felt nauseated and was experiencing chest pressure. A stat echocardiogram was then performed, with result showing perforation and pericardial effusion. Moreover, a pericardial tap was performed and around 300 cubic centimeters (cc) of blood was drained from the pericardial space. Additionally, an x-ray was also performed confirming lead movement. Subsequently, this rv lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.